Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that failed the calibration for an error 80 (water check time out - unable to reach calibration temperature) expected value was 6 but actual value was 27 and wanted to send it in for assessment and get a loaner. Per follow up information received via phone on 05jun2024, no patient involved and could not pass calibration, even after replacing tank harness. Per sample evaluation results received via task on 26aug2024, outlet monitor temperature (t1) and outlet control temperature (t2) were reading greater than 1 degree off and 1 degree colder than inlet temperature (t3) and chiller temperature (t4). Low bypass and loop flow.

Event description:
It was reported that the biomed had an arctic sun device that failed the calibration for an error 80 (water check time out - unable to reach calibration temperature) expected value was 6 but actual value was 27 and wanted to send it in for assessment and get a loaner. Per follow up information received via phone on 05jun2024, no patient involved and could not pass calibration, even after replacing tank harness. Per sample evaluation results received via task on 26aug2024, outlet monitor temperature (t1) and outlet control temperature (t2) were reading greater than 1 degree off and 1 degree colder than inlet temperature (t3) and chiller temperature (t4). Low bypass and loop flow.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a weak circulation pump. The device was evaluated upon receipt. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.